Manufacturer narrative:
The lemo connector on this handpiece was damaged; the nose of the handpiece is dented; there are dents in the body of the handpiece and the ring on the handpiece is stretched. A filter test could not be performed because the handpiece would not function.

Event description:
During a cataract extraction procedure using this phacoemulsification handpiece, two pieces of particulate were observed. Both were aspirated from the eye during the procedure.